Event description:
(B)(4). I had essure placed on (B)(6) 2014. I had some pain after placement but I also had bleeding which did not stop from the time of placement until I had a hysterectomy on (B)(6) 2014. The pain was anywhere from sharp pelvic pain to a constant ache. The pain would shoot down my left leg, my hips hurt, my knees would ache. My hair was falling out, my scalp, and skin would itch. Terrible brain fog, bloating that would make me look pregnant. Under my implanting doctors care we tried birth control pills, had blood work done to rule out abnormalities/infection which my results came back normal. After being in pain with no apparent cause and bleeding that would only stop sporadically for a max of a week at a time during the month my dr and I decided a hysterectomy would be the best route. I am 2 weeks post op and the pain is gone, my joints no longer ache and I've noticed that my wrists are normal. I didn't notice that they were swollen before until after surgery. I did not have any of these symptoms prior to essure. My menstrual cycle was regular prior to essure also.